Event description:
The account alleged the head section is drifting down slowly. No patient impact.

Manufacturer narrative:
Technician replaced both head up and head down valve guide tubes to resolve the issue.